Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set detached event on (B)(6) 2024. The site of location was the right abdomen. Infusion set was used for 1 day. No further information was available.